Event description:
Internal data from the generator was received and reviewed. It was confirmed that a system diagnostics test was performed when high impedance was seen.

Manufacturer narrative:
F10 adverse event problem codes, corrected data: initial report inadvertently listed wrong medical device code h6 adverse event problem codes, corrected data: initial report inadvertently listed wrong investigation findings and investigation conclusion codes

Event description:
Patient was referred for a battery replacement. An implant card was later received which indicated that the patient had undergone a full revision due to high impedance and the explanted generator and lead were discarded. No other relevant information has been received to date.